Manufacturer narrative:
It was reported that patient underwent excision of the marlex mesh, repair of the ventral hernia, and closure with underlay biological mesh strattice on (B)(6) 2015 by dr. (B)(6) due to recurrent incarcerated ventral hernia with extruded prosthetic mesh. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with extensive lysis of adhesions, and total abdominal hysterectomy with bilateral salpingo-oophorectomy.

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrence.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a hernia repair on (B)(6) 2008, and a mesh was implanted. The patient had prior hernia surgeries and composix mesh was also implanted. Postoperatively, the patient reportedly experienced pain, swelling and infection, requiring additional treatment and surgery. No additional information was provided.